Manufacturer narrative:
The reported event of "lead became damaged" was confirmed. The complete lead was returned for analysis in one piece. Visual inspection of the lead found an external abrasion breaching the outer insulation, and exposing the outer coil which is consistent with friction to device can. All other damages were sustained during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 with a damaged right atrial lead. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.